Event description:
The pt came to cath lab for recurrent peripheral vascular condition. Smart stents that were implanted appeared to have fractured or developed a "hole." This was discovered by cardiologist using fluoro. The stents remained patent. There was no apparent negative impact on pt.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with mfg report numbers 9616099-2008-00470 and 9616099-2008-00471. Add'l info has been requested and will be provided within 30 days of receipt.